Event description:
It was reported that during a da vinci hysterectomy procedure, when attempting to seal the patient's round and broad ligaments, the surgeon reportedly observed the endowrist one vessel sealer instrument not sealing as expected and partial cutting observed. The surgeon reportedly applied additional sealing using a bipolar instrument due to slight bleeding noticed later in the case on the pedicles. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.